Event description:
A caller reported difficulty with the pump's quick bolus/wake button, which was hard to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support advised the caller on how to correctly press the button and assisted with removing the pump from its case, but the issue persisted. The customer continued to use the pump for insulin therapy.